Event description:
Boston scientific received information that during the implant procedure of this right ventricular lead a lead fracture was noted. A new lead was used. This right ventricular lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.